Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No damages or failures were observed on the ccp board assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. The catheter was properly recognized by the imaging system when plugged into the mdu and not connection issues or errors were detected. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-07276 and 2134265-2015-07275. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled to view unspecified target lesion. During a procedure, 1st auto pullback was performed. However, "disconnected" error occurred and pullback stopped. The physician remove the opticross out of the patient and checked the connection part. Then reconnect and perform auto pullback again. The same error occurred again. The procedure was completed with another opticross. The patient's condition is good

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-07276 and 2134265-2015-07275. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled to view unspecified target lesion. During a procedure, 1st auto pullback was performed. However, "disconnected" error occurred and pullback stopped. The physician remove the opticross out of the patient and checked the connection part. Then reconnect and perform auto pullback again. The same error occurred again. The procedure was completed with another opticross. The patient's condition is good.